Manufacturer narrative:
The reported complaint that the spool on the right side of the autopulse nxt platform (sn (B)(6) has not reset to the proper starting position and the slot for the pin connection is lower than on the left was confirmed during functional testing. The complaint that the platform locks up and is unable to start compressions was confirmed during archive review and functional testing. The likely cause of the reported complaints is that the left-side spring pin has become dislodged from its position. This dislodgment is causing the pin to cut into both the top and bottom enclosures, preventing proper compressions. As a result, the motor stalls when traveling to the patient's home, and the right-side band slot does not reset to the proper starting position. Based on the archive review, multiple fault code (fc) 1210 (fault_motor_sensor_low_during_compres) messages were observed on the event date, possibly related to the reported complaint that the platform locks up and is unable to start compressions. This fault detects when no patient is present or when the band is loose, which means the platform is not applying proper compression. In this case, the band was able to detect the patient's home, which is the target. However, the spring pin was dislodged. This might have triggered this fc. Preliminary functional testing of the platform cannot be performed because to the right and left side band slot attachments are not in the home position, confirming the reported complaint. Upon opening the bottom enclosure, it was observed that the spring pins of both winch drive pulleys are dislodged from their positions, damaging the top and bottom enclosures. The platform's serial number indicates it belongs to the first group of devices, which does not have adhesive (loctite 648 retaining compound) applied to both spring pins. The likely cause of the reported issue is that the left-side spring pin has become dislodged from its position. This dislodgment is causing the pin to cut into both the top and bottom enclosures, preventing proper compression. As a result, the motor stalls when traveling to the patient's home, and the right-side band slot does not reset to the proper starting position. The fc1210 observed in the archive was not reproduced. Due to the dislodged pin, testing to replicate the fault could not be conducted. Both top and bottom enclosures were replaced to remedy the damage, and both dislodged pins were reseated with loctite applied to remedy the reported complaint. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints for autopulse nxt platform with sn (B)(6).

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the spool on the right side of the autopulse nxt platform (sn (B)(6)) has not reset to the proper starting position. The slot for the pin connection is lower than on the left. The connection on the pins works fine and the nxt band did insert properly but when you attempt to start compressions, the platform locks up and is unable to start compressions. The led indicators sense that the pins are in place. This was noticed during shift check. No patient involvement.